Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight: unknown / not provided. D1: brand name: unknown / not provided. D4: catalog#: unknown / not provided. D4: lot/serial#: unknown / not provided. D4: device expiration date: unknown / not provided. D4: device UDI number: unknown / not provided. G4: PMA/510(k) number: unknown / not provided. H4: device manufacturer date: unknown / not provided. H11: d10 - medical product - osseotite® tapered certain® implant 4 x 11.5mm catalog#: xifnt411. Lot#: 2022101314.

Event description:
It was reported that the implant at tooth site #30 was removed as it had a fractured screw inside. Patient complained of loose crown. When crown was removed screw was fractured. Removed implant, will replace at later date.